Event description:
Patient reported that the infusion set tube of the infusion device always snaps at the connector with the connector needle since (B)(6) 2013. Patient stated his blood glucose level elevated up to 250 mg/dl; was able to get his blood glucose level under control by himself. Patient's normal blood glucose level was not provided. Patient disposed of the alleged infusion sets. Patient reported he changed the infusion set, needle and tubing, after 2 days. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. No product return is anticipated.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device was discarded.